Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed a low battery alarm then a failed battery test when the customer was changing out the battery. Customer's blood glucose was 94 mg/dl. After troubleshooting, customer was advised that the battery cap will be replaced. Customer was advised to monitor the insulin pump. Customer will not be returning the device for analysis.